Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery was depleting normally. The power consumption was near expectation for the settings. There was an offset between the expected battery voltage and actual battery voltage. This resulted in a drop in longevity as the capacity adjusted. This change in capacity becomes factored in when voltage-based blending begins. This device currently remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was explanted and replaced due to a therapy upgraded. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.